Manufacturer narrative:
Investigation: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 8351697. Customer states that the stopper was missing and there was something hanging off the needle tip. The returned syringe was examined and did not exhibit a missing stopper. However, the sample exhibited small pieces of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. A review of the device history record was completed for batch# 8351697. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200798685, 200798591] noted that did not pertain to the complaint. There was one (1) notification [200798256] noted for adhesive on cannula. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (plastic on cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing stopper) visual inspection found clear, plastic fm on the cannula tip. The ftir spectra analysis performed at flks determined the fm to be polyethylene. Review of quality notifications found notification 200798256 for adhesive on the cannula. The cannulator station assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The assembly is transferred via conveyor through a uv oven to cure the adhesive. Root cause of the adhesive on the cannula during assembly was due to adhesive build up on pullout station on cannulator. The pullout station was cleaned and change o-rings per notification 200798256.

Event description:
It was reported that foreign matter was discovered on the needle point with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer reported after removing the needle shield she noticed something was hanging on the needle point.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered on the needle point with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer reported after removing the needle shield she noticed something was hanging on the needle point.